Event description:
It was reported when using the pyxis medstation es system showed a "device not detected on bus" message for drawer 3.1-pocket c1 to c6. The customer reported that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the bins not being recognized on the communication bus. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. However, the customer verified that there were no problems with the station. The system functioned as intended.